Event description:
Boston scientific received information that, during a recent follow-up, this right ventricular (rv) lead displayed an increase in pacing impedance to greater than 2,000 ohms. A review of the trend measurements indicated this increase was gradual since may 2011. The decision was made to follow-up with this patient in a few months. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.